Manufacturer narrative:
Correction to section d4: incorrect catalog number: 10651901, correct catalog number: 022100.

Event description:
A customer reported error message ¿4224 interference of dispensing nozzle z-axis of main arm¿ during sample run on the aia-2000 analyzer. The customer verified the waste bin was not full, reset the power, and attempted to perform an all-set-home. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. The fse instructed the customer to remove the tips from the waste chute and resolved the clogging issue. The customer validated the analyzer and ran patient samples without errors. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4224) interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to tips obstructing the waste chute.